Event description:
The lens stuck in the delivery device during insertion into the eye. Another lens was used to complete the procedure.

Manufacturer narrative:
This form was completed by the MFR. See MDR 1920664-2007-00214 for delivery device used with this lens.